Event description:
Dr felt that the laser beam was firing off centered. In dr's opinion, pt's post operative best corrected visual acuity was less than anticipated. The pt was re-treated, outcome of this treatment is unavailable at this time.